Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with mild chronic inflammation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic mass ("pelvic mass") and was found to have carbohydrate antigen 125 increased ("elevated ca-125."). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic mass and carbohydrate antigen 125 increased outcome was unknown. The reporter considered carbohydrate antigen 125 increased, pelvic mass and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with mild chronic inflammation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic mass ("pelvic mass") and was found to have carbohydrate antigen 125 increased ("elevated ca-125."). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic mass and carbohydrate antigen 125 increased outcome was unknown. The reporter considered carbohydrate antigen 125 increased, pelvic mass and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.